Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they went to have an MRI today and when they went to turn the device back on, they were unable to do so. Patient reported seeing device is not responding message. Patient services assisted patient with connecting to implant. Patient initially saw device not responding but after repositioning, they are seeing eos. Patient stated their implant should not be at eos since they just had it replaced in march. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.